Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft system was implanted to treat an abdominal aortic aneurysm at an unknown time. Recently, endologix was notified that CT imaging was completed on the patient which showed an endoleak type iiib. Patient previously had an endoleak type iiia in 2017, where the physician implanted two (2) suprarenal to resolve the issue. Currently, the patient is being monitored. No additional patient sequalae has been reported.

Manufacturer narrative:
At the completion of the investigation, this complaint was found to be duplicate of (B)(4) (report #: 2031527-2017-00101). The reported endoleak type iiia in (B)(4) was refuted and found to be an endoleak type iiib. This case is the continuation and reintervention of (B)(4).